Event description:
It was reported a diagnostic anomaly was observed. Abbott technical support was contacted and confirmed the anomaly. No intervention has been performed at this time. The patient was in stable condition.